Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon evaluation, the trunk cable connector was severed and wires were exposed. The root cause of the damaged conductor could not be positively identified but was likely excessive force. No adverse event resulted from the severed trunk cable connector. The patient received a replacement electrode belt.